Event description:
Follow up information received from the manufacturer's representative reported that they interrogated that patient's ins on (B)(6) 2016 and cleared the error message off their programmer. The cause of the issue was that the patient was using the antenna locate (al) feature followed by hitting the "x" key then the green "start" key which caused the system to generate the error message. The patient was instructed not do this action. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient saw an "ins in the box" icon and was unable to use their programmer to control their implantable neurostimulator (ins). The issue had occurred 3 times. There was no information regarding the first occurrence (may have happened approximately 6 months ago) but the second occurrence happened on (B)(6) 2016 where the representative met with the patient, interrogated the ins with the clinician programmer, and reset the clock. The third occurrence happened on (B)(6) 2016. No symptoms were reported in the event. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.